Manufacturer narrative:
The customer report of a tubing separation and leak above blood filter drip chamber was confirmed. Visual inspection showed that a tubing above the blood filter drip chamber component was cut and missing part of the tubing and spike component. Functional testing showed a leak coming from the tubing engagement to its corresponding inlet port on the top of the blood filter drip chamber component. The root cause of the separation was a manufacturing issue related to an insufficient amount of solvent application at the tubing-to-component engagement.

Event description:
The customer reported that prbcs( 300ml) were infusing without difficulty for approximately 1 hr.; as the nurse was hanging another medication, blood was noted on the users glove. Upon closer examination, a leak was observed above the drip chamber where the tubing meets the top of the drip chamber. There were no visible cracks noted. After speaking with the technician in the blood bank, it was determined that the infusion should be stopped due to ¿potential risk of contamination." The tubing and bag was removed and a new unit of blood and tubing were replaced. There was no report of patient harm.

Event description:
The customer reported that prbcs (300ml) were infusing without difficulty for approximately 1 hr.; as the nurse was hanging another medication, blood was noted on the users glove. Upon closer examination, a leak was observed above the drip chamber where the tubing meets the top of the drip chamber. There were no visible cracks noted. After speaking with the technician in the blood bank, it was determined that the infusion should be stopped due to ¿potential risk of contamination." The tubing and bag was removed and a new unit of blood and tubing were replaced. There was no report of patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that prbcs were infusing without difficulty for approximately 1 hr.; as the nurse was hanging another medication, blood was noted on the glove. Upon closer examination, a leak was observed above the drip chamber where the tubing meets the top of the drip chamber. There were no visible cracks noted. After speaking with the technician in the blood bank, it was determined that the infusion should be stopped due to ¿potential risk of contamination." The tubing and bag was removed and a new unit of blood and tubing were replaced. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: (2) 300ml transfer blood bag listed as concomitants. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that prbcs( 300ml) were infusing without difficulty for approximately 1 hr.; as the nurse was hanging another medication, blood was noted on the users glove. Upon closer examination, a leak was observed above the drip chamber where the tubing meets the top of the drip chamber. There were no visible cracks noted. After speaking with the technician in the blood bank, it was determined that the infusion should be stopped due to ¿potential risk of contamination." The tubing and bag was removed and a new unit of blood and tubing were replaced. There was no report of patient harm.